Manufacturer narrative:
The insulin pump passed self-test, basic occlusion test and displacement test. However, we were unable to prime insulin pump during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery due to prime anomaly. The bolus wizard functioned properly per bolus. The insulin pump was received with bleeding glass in lcd board, cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, that her insulin pump quit giving her insulin. Customer states going to give herself a bolus and the units left over were the same amount as before the bolus, letting her know she did not get a bolus. The customer's blood glucose level was unknown. The customer is being sent out a continuation of therapy pump for the issues at hand. Troubleshooting was conducted on reading the device properly. Nothing is being returned.